Event description:
Manufacturer became aware that a perceval plus valve size m that was explanted on (B)(6) 2024. The valve looked bent in CT performed after. Based on the further information received, patient went under redo surgery involving redo sternotomy, aortic valve replacement (avr) with root enlargement, and replacement of the ascending aorta on (B)(6) 2024. The replacement device was epic max size 21 with a concomitant procedure: left atrial appendage exclusion using a 35 atriclip. As reported, the patient initially did well post-procedure but was re-admitted approximately two months later with worsening dyspnea and fast atrial fibrillation. Symptoms improved with rate control. Echo showed severe prosthetic valve regurgitation and raised gradient across the valve. CT scan demonstrated distortion of the prosthesis annulus. Multidisciplinary team (mdt) discussion excluded the possibility of valve-in-valve tavi due to small peripheral access, leading to urgent redo surgery. As reported, a mild paravalvular aortic regurgitation (ar) was noted at the end of the original procedure, which was considered acceptable by medical professional due to the high-risk nature of the case. Reportedly, he exact cause of the distortion seen on the subsequent CT is unclear.

Manufacturer narrative:
The device was returned to the manufacturer. After decontamination, the valve was visually inspected without highlighting elements of non-conformity according to the specifications. On the other hand, a strong ovalization of the valve can be noted, in particular for the inflow portion. Presence of pannus was observed diffusely in correspondence with some structures and on the pericardium. The hydrodynamic testing was conducted on the pvf-m. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean aortic pressure of about 100 mmhg is 2.84 cm2, above the iso 5840 minimum requirement 1.25 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 2.7% and it is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. No anomalies were observed during valve opening and closing phase under both normotensive, and hypotensive conditions. It is important to highlight that the tests carried out in our laboratories, in order to verify the correct behavior or the consistency of the reported event, can only be partially considered representative of the behavior of the prosthesis during the implantation phase. In particular, the state of conservation of the valve, when it was received (almost in dry conditions) and the presence of endothelialization which had begun to develop in the approximately two months of implantation must not be forgotten. Based on the information available, the definitive root cause of the event cannot be established at this time. However, from the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because no regurgitation and no open/close anomalies were observed during the functional test under hydrodynamic testing conditions per iso 5840:2021 minimum requirements. Should further information be received in the future, a follow up report will be provided.